Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical record review this is an obese patient with a history of prior hernia repair who was diagnosed with multiply (8-10) ventral hernias which were repaired with a flat mesh. Following additional hernia repair procedures, the patient was diagnosed with a non-healing wound and multiple incarcerated complicated recurrent ventral hernias and subsequently underwent mesh explant. The instructions-for-use supplied with the device lists hernia recurrence and fistula as possible complications. Regarding infection, the warning section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh.". This emdr represents the flat mesh (device #1). Additional semdrs were submitted to represent the composix e/x mesh (device #3) and the flat mesh (device #2). Device not returned.

Event description:
Per information provided by patient's attorney. (B)(6) 2005 - the patient who had prior hernia repair was diagnosed with multiple ventral hernia and underwent open repair with the implant of bard flat mesh (device #1). Per operative notes "this patient has multiple ventral hernia here probably about 8 to 10. A double sheet mesh (flat mesh ¿ device #1) is fashioned for the appropriate size and length and sutured into place". (B)(6) 2009 - the patient was diagnosed with multiple incarcerated ventral hernias and underwent open repair with the implant of bard mesh (flat mesh -device #2). Per operative notes "we find multiple ventral hernias all laterally in the areas where I had sewn the mesh. There must have been 20 hernias, the largest was probably a centimeter of two in diameter. I took down all of the adhesions that were associated with the old mesh and the hernias. I placed mesh (flat mesh-device #2) in the abdominal cavity, and we sutured the mesh. I closed the old mesh with running sutures.¿ (B)(6) 2012 - the patient underwent incisional hernia repair with the implant of composix e/x mesh (device #3) (no operative notes were provided). (B)(6) 2014 - during a hospital visit it was mentioned that the patient has a non-healing wound it is foul smelling it is in the mid epigastric area history continues that a suture granuloma was removed and now the wound is open with visible mesh (composix e/x mesh-device #3) that is obviously infected. (B)(6) 2014 - the patient was diagnosed with multiple incarcerated, complicated, recurrent ventral hernias, small bowel fistula and underwent open repair. Per operative notes "excising this mesh (composix e/x mesh - device #3) from the fascia along with the sutures. We took the bowel off the mesh. Unfortunately, the mesh went pretty cephalad up. I excised the mesh (flat mesh ¿ device #1) completely. Medially, it had been sewn to another piece of mesh (flat mesh ¿ device #2) and I went widely around that area to excise that as well.¿.